Event description:
On (B)(6) 2011, the pt reported the down button of the infusion device is not working properly. He noticed, the issue while attempting to bolus. During the report, the pt pressed and held both the up and down buttons separately and the infusion device beeped and 0.0 was displayed but the infusion device did not vibrate. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.